Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. Case: (B)(4) ¿ medes station not detecting drawer failure a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1-1 b1 was failing. Work order was cancelled by field service engineer. Pharmacy technicians were able to replace the cubie pocket that was using issues.

Event description:
It was reported by the customer that a bd pyxis medstation es system had a drawer 1-1 b1 failure and the meds were not accessible. User were in a rush to get some and could not. They used a "plan b" to bypass when the medstation cannot provide them with the meds. There were no adverse events or injuries reported based on this incident.